Manufacturer narrative:
Pump was received with act and esc buttons unresponsive due to corroded keypad traces. No button error alarm noted. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump had cracked case at display window corners, cracked reservoir tube lip, broken belt clip slot near battery tube, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer¿s blood glucose was 2.8mg/dl at the time of incident. The customer states blood glucose at time of the call was 13.3mmol/l. The customer states not sure why blood glucose was low at night time. Customer's stated that the insulin pump alarmed button error while they were sleeping. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.